Manufacturer narrative:
The investigation for the reported controller error (yellow alarm) has been completed. Clinical staff reported that the placement signal was not visible on the console. Switching to the backup controller resolved the issue. This complaint was related to a clinical procedure, but there were no adverse events related to this product malfunction. The logs revealed there was a loss of communication to the optical bench given a controller error alarm was triggered. Real time logs showed there was only a few samples of optical-related data while the impella cp was running. After multiple other errors were visible in the automated impella controller¿s user interface, the user attempted to disconnect the pump but it was not recognized. An emergency shutdown had to be performed to turn the console off. The console was tested thoroughly on an engineering bench, but the failure mode could not be reproduced. There were no optical bench-related alarms triggered during more than 24 hours of testing with an optical pump simulator and purge. The root cause of the controller error (opm comm. Loss) could not be determined because the failure mode was not reproduced during testing. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. While on support, the automated impella controller experienced a display issue and controller error yellow alarm that was resolved by switching to a backup controller. There was no reported patient harm.